Event description:
It was reported that the right atrial (ra) lead fractured and was then explanted and replaced. The right ventricular (rv) lead was also explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.